Event description:
It was reported that the patient was having the tracheostomy tube changed and it broke during insertion. It was reported that it "never got fully inserted." It was reported that a new tracheostomy tube was inserted without further complications.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.